Event description:
It was reported that this right atrial (ra) lead exhibited noise oversensing, resulting in inappropriate atrial tachy response (atr) episodes. Technical services (ts) also observed a gradual decrease in impedance measurements over the past two months; however, the values remained within normal limits. Ts stated that this trend could be indicative of an insulation issue. No adverse patient effects were reported. This ra lead remains in service.